Event description:
It was reported to boston scientific corporation on october 1, 2008, that a hydrothermablator console unit (hta) was used during a therapeutic hydrothermal ablation procedure in 2008. According to the complainant, during the procedure, the unit stopped. Procedure not completed due to this event. There is no further information available regarding the patient.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.